Manufacturer narrative:
Investigation determined this adverse event most likely occurred as a result of use error. A call was conducted with the clinic, which indicated that no malfunction of the device was observed during either session and no damage to the device was noted before or after the session in question. The clinic also indicated that the patient has a tendency of walking on the outside of his feet, which could cause this type of injury. Upon review with the parker hmc clinical affairs manager, it was indicated that during training with the device, there is specific focus on proper fit and positioning of the feet. The parker hmc clinical manager also indicated that the training includes discussion of methods for correcting improper foot position and the importance of stopping a session immediately if it is determined that the patient has inversion or eversion of the foot or ankle. Please note that this record is being submitted late due to a loss of access to webtrader resulting from a change over in management representative. The representative previously responsible for submissions is no longer with the company, and therefore no access to webtrader is currently available. A ticket was submitted with the esg help desk to create a new account, but as of the due date of this record, account set up was still in process. A production account for webtrader was granted on 08/26/2020.

Event description:
The patient was using the indego therapy device during a therapy session when he felt discomfort in his foot. The therapist stopped the session upon noticing that the patient's right foot was swollen, and contacted the patient's doctor. The doctor sent the patient for x-rays, which allegedly indicated that the patient had a broken fifth metatarsal on the right foot. No casting was applied to the broken bone. The x-rays were requested by parker hmc, but have not been provided. The patient had previously completed six sessions with the indego therapy. The clinic indicated that the patient had a tendency to walk on the outside of their foot.